Event description:
Reference MFR. Report#: 3006705815-2019-01951.

Event description:
Reference manufacturer report number: 3006705815-2019-01951. It was reported that the patient was experiencing ineffective therapy due to high impedances. Surgical intervention was undertaken on (B)(6) 2019 were in both leads were explanted and replaced thus resolving the issue.